Event description:
A field service engineer was closing the gantry cover when an electrical shock was received when the cover latch came into contact with the cabling. Note: the system involved in this event is in our training center for field service engineer training, and thus is subjected to a much higher use rate than typical systems installed in the field.

Manufacturer narrative:
(B) (4). Event occurred on (B) (6) 2010. (B) (4).